Manufacturer narrative:
The device was returned for analysis. In this case, the returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with mr grade of 4. The clip was advanced to the mitral valve, however one of the gripper arms did not lower. The clip was not implanted and was removed. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.